Manufacturer narrative:
Info added to event description, contact person updated. (B)(6) 2024. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: h6(health effect ¿ clinical code). Additional information: e1(event site telephone:+(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had pneumatic interface module (pim) related malfunction / safety disk - leak test fails / requires replacement. There was no patient involvement and no harm reported. Getinge field service engineer (fse) during the semi-annual maintenance fse had found the pneumatic interface module test had failed multiple time. Replaced pneumatic interface module (0997-00-1178) and functional test without any further failures or issues. All work was performed on maintenance so# (B)(4). Cardiosave iabp services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(health effect ¿ clinical code, investigation findings, investigation conclusions). The failure analysis and testing dept. Received part number pim with a reported unit failure of a leak test. The fat performed a visual inspection and found the part to be in good condition the fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported issue. Part fails the leak differential test. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the semi-annual maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's pneumatic interface module test and sd leak test is failing. There was no patient involvement.